Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact reported that customer's blood glucose (bg) level was elevated after meals (300 mg/dl). Customer's father administered a correction bolus and bg level improved (142 mg/dl). During system check with tandem customer technical support (cts), the pump performed as intended. Recommendation was made by cts to review pump settings with health care provider and to ensure customer's carbohydrate counting was accurate.